Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced hyperglycemia with blood glucose (bg) levels of 300 mg/dl when the ilet was intermittently unresponsive to the sleep/wake button. The user was able to wake the ilet using the charger and resumed insulin delivery. No hospitalization or medical intervention was required.